Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) reviewed and provided troubleshooting options. It was noted that the last interrogation noted no anomalies; however, no new successful interrogation has been performed. This device remains in service. No adverse patient effects were reported.